Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded.

Event description:
Surgeon implanted the synfix peek implant (13.5mm 30mmx38mm, 12 degree) into the l5-s1 disc space using the implant holder for synfix. As surgeon tried to remove the implant holder, the tip broke off and became lodged in the implant. The implant was not removed and the broken tip remains lodged in the implant.